Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's first audio processor was found to have mechanical issues and was exchanged. When fitted with a new audio processor the user was not able to hear with the device. There was no degradation of hearing or accident previously reported by the caretakers.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The user's audio processor was found to have mechanical issues and was exchanged. When fitted with a new audio processor the user was not able to hear with the device. There was no degradation of hearing or accident previously reported by the parents. The recipient was re-implanted.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's audio processor was found to have mechanical issues and was exchanged. When fitted with a new audio processor the user was not able to hear with the device. There was no degradation of hearing or accident previously reported by the parents. The recipient was re-implanted.